Event description:
On 2023-jul-31 information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that had one a couple years now. It's helped some but they still have problems. The doctor continues to work with them. When I spoke to a manufacturing representative (rep) they said "it wasn't meant to be a cure." No one said that before they went through all this. Also the two things you have to use to change or monitor they implant do not hold a charge for very long. They trust their doctor and hope they continue to help them. On 2023-oct-17 additional information was received from the patient. They reported that they are having more surgery in november to see if the doctor can help things. Their kidney doctor said their urine flow has gotten better, but the leaks and surges need the continued use of pads. The device sometimes aches inside them, sometimes it heats up, and sometimes it's very uncomfortable. If the wires are turned up too strong, they poke you and it gets very uncomfortable. They are trying to find a program that works, but it has been a mystery to them and their doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.